Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after replacing a g6 sensor, the ilet did not connect because the dexcom transmitter had reached the end of its sessions, which placed the ilet into bg run mode until a new transmitter and sensor were paired and connected. Symptoms included hyperglycemia with a peak of 550 mg/dl and sustained elevated glucose for several hours, with device alerts for prolonged glucose above 300 mg/dl. Outcomes included use of subcutaneous insulin via pen as back-up therapy, without medical intervention, assistance from others, or acute complications. Investigation included guided troubleshooting and verification of transmitter session status, followed by successful pairing of a new transmitter and sensor to restore cgm communication. Investigation of this case revealed loss of sensor data to the ilet due to an expired dexcom transmitter, which resolved after replacement and proper pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-side transmitter end of life leading to temporary loss of cgm connectivity and subsequent hyperglycemia that resolved after corrective actions.